Event description:
It was reported that intermittent high, out of range hv lead impedance was observed. The physician has elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.